Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during treatment the streamline bloodline set for dialog were noted to be leaking. Staff noted that the leakage was coming from the middle of the arterial line. The blood leaked on the floor an partially onto the machine. The staff changed the bloodlines and cleaned the machine after treatment. It is estimated that the blood loss was from 150ml - 200ml. The patient was observed and noted to be stable and alert. The staff will have to draw blood next week to check the hemoglobin count ascertain the possible impact to the patient. The device has residue of blood but is available for return.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was submitted to the manufacturer for evaluation. Through visual examination, it was observed that the venous tubing showed a lateral cut along the set. Both the arterial and venous lines were leak tested per specification and leakage was observed at the cut along the arterial line. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the reported defect is confirmed. The defect is due to a failure in the production process. During an internal investigation, it was identified that personnel could make a bad application solvent technique into the tube due to the operation being performed during training. Corrective action includes retaining of the process with visual aid regarding application of solvent on the set.